Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that, the patient underwent removal surgery during which the titanium small frag plate and retrograde nail was removed, due to revision of nonunion femur. Devices were replaced with larger diameter nail and new lcp plate. This report is for (1) 3.5mm ti lcp reconstruction plate 10 holes/140mm. This report is 6 of 6 (B)(4).